Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The wire guide was not included in the return. Five photos were also returned. A photo of the lot number of the device seen in the photos was not provided. Two of the photos were not of a cook device. The other three photos were of the partially inflated balloon outside of the distal end of the endoscope with fluid on the table surface. It could be determined from the pictures that the balloon could not be withdrawn through the endoscope with the balloon being partially inflated as seen in the pictures. Our laboratory evaluation of the product said to be involved confirmed the report. A functional test was performed on the returned device. A cook dilation syringe (ds-60cc-s) was filled with water and attached to the balloon inflation port. The syringe was placed into an inflation handle, and negative pressure was applied to the balloon. After applying negative pressure, the balloon was attempted to be inflated. The balloon would not fully inflate or hold pressure and leakage was observed from a crack in the outer blue sheath of the catheter. The crack was located at the 103 cm location as measured from the distal tip of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a dilation procedure in the esophagus, a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic was used. Approximately 1 meter from the tip, there was a kink in the catheter. When the user tried to inflate the balloon with water/contrast, the liquid was coming out of the sheath [balloon leakage via crack in the catheter]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.